Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision with a 650cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced by an unspecified mentor gel breast implant. Prior to the explantation on (B)(6) 2019, the patient had also experienced two previous revision surgeries due to capsular contracture. However, the patient did not specify the details of the previous events, which include but are not limited to: what devices were in use during the incidents, the manufacturer of the previous devices, implantation dates, explantation dates, and the dates the problems occurred.